Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was failed. A field service engineer (fse) adjusted the sensor interface module (sim) plate to ensure the smart remote manager (srm) aligned flush, replaced the latch, and reseated the harness at the controller board to resolve the issue. The station was rebooted, and operability was verified through the hardware test application (hta), which completed successfully. The application was relaunched, allowing customer to access the station, and functionality was confirmed through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was jammed and failed to open due to latch got stuck. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.